Event description:
Meter was reading inaccrately high. The patient had obtained several results of hi on meter. The patient ate a boiled egg and drank tea. Patient reported having a severe headache at the time of testing. Patient called physician's office for advice and the physician was not available. The patient had been receiving treatment for sinuses. No treatment was given to the patient; the nurse told patient to call back if patient needed more assistance regarding the headache. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site was correct. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The patient dod not receive any treatment for diabetes. A replacement meter is being sent.